Manufacturer narrative:
Update to coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the patient is having trouble with the implantable neurostimulator (ins). And has been falling a great deal. They've been having dyskinesia in their feet and hands and have been falling, because of their balance. The patient rep stated, that patient was seen in the hospital, due to the dystonia they were experiencing about a week ago. The patient was seen by the neurologist yesterday, who checked their impedance. There were no issues with impedance and no adjustments were made to their therapy, during the time of the appointment. Patient was concerned, that the providers don't seem to be familiar with how to "tune" the system. The patient rep noted, that in addition to falling, the patient has had shaking limbs and turning head and one resulted in a cracked rib. The patient rep was requesting a mdt rep to further discuss the integrity of the leads/extensions. And wants to ensure that they are still working properly. Patient services reviewed role of rep and redirected them to the provider. They reviewed, the importance of working with physician on programming. And they can check the system if they feel there is an issue vs disease progression.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.